Manufacturer narrative:
There is a split in the seam of the inflation balloon. This report contains info from third parties, the accuracy of which has not necessarily been confirmed by the rptr.

Event description:
The lma classic did not hold inflation during use. The lma was removed and pt was intubated. There was no pt problem or incident.